Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was implanted in (B)(6) 2007. The first electrode with status hi appeared one year later. Today only 4 electrodes are still ok. The patient is scheduled to be reimplanted on (B)(6), 2010.